Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3998, lot# va03gsj, implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-29, lot# unknown; product type accessory product ID 3998, lot# va03gsj, implanted: 2013 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
It was reported that the ins was going to be removed but the health care professional (hcp) wanted to preserve the lead. It was noted that the hcp planned to cut the extension and boot it. It was noted that caller was not sure why the implantable neurostimulator (ins) was going to be removed or when the ostensible problem started. Additional information received reported that the device was explanted today. It was noted that there were no malfunction seen or the cause of the issue determined. It was noted that the explant was completed. It was noted that the battery was removed and most of the extensions were removed. It was noted that the left was left implanted and a small portion of the extension booted. Additional information received reported that the patient requested the device explant. It was noted that the patient was not getting pain relief and had discomfort at the pocket. It was noted that there was a patient injury as there were incisions. It was noted that the patient recovered without sequela from ok.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. It was noted that it was functionally okay and there were insignificant anomalies. Analysis of the extension ((B)(4)) found no significant anomaly. It was noted the body was cut through and the product was segmented. Analysis of the plug found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.